Event description:
Further follow-up revealed that when the physician's office contacted the patient regarding the report, the patient confirmed several times that she was fine. The physician's office does not believe the patient experienced back to back seizures or vomiting blood. The physician believes the report from the patient is not valid and that there is no vns involvement.

Manufacturer narrative:
.

Event description:
It was reported that the patient was experiencing back to back seizures and that the vns was not working. Follow-up with the patient by the physician's office found that the patient complained of vomiting blood with the seizures. The physician's office indicated that the patient is fine and has a psychiatrist. The relationship of the seizures and vomiting blood to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.